Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'false detect on sensor 3 and 4' but was unable to be reproduced during evaluation. The cause was determined to be an of specification force sensor. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false detect on sensor 3 and 4. There was no patient involvement. No additional information is available.